Event description:
It was reported that while in use on a patient, the device turned itself off. The device showed the ok sign in the device readiness display before use but as the defibrillation energy was charging, the device switched off and would not switch back on. CPR was performed on the patient and upon arrival of the ambulance, the patient was successfully shocked with another device. The patient retrieved his heart rhythm and was transported to the hospital. There is no reported adverse outcome for the patient. After the event, the device was able to switch on the low battery icon showed in the device readiness display. The device battery's expiration date is 19 june 2013.

Manufacturer narrative:
(B)(4): physio-control didn't evaluate the device. A third party agent evaluated the device and verified that the device switched itself off after the device charged energy. It was observed that the device didn't show the ok sign in the device readiness display and that the low battery indicator was showing. Then he replaced the device's battery. After observing proper device operation, the device was returned to the customer for use. The device's self-test log showed that the device indicated the device low battery level for almost two months; therefore the user should have replaced the battery.